Event description:
A malfunction on the pump was reported by the customer, although no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, and the level did not exceed 500 mg/dl. Technical support provided the customer with information on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the issue reappears.